Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reoccurs, which the customer acknowledged and understood.